Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset was observed when the cardiac resynchronization therapy defibrillator (crt-d) was interrogated while still in the packaging. The device was not implanted. There was no patient involvement.